Event description:
Subcutaneous catheter break.

Manufacturer narrative:
Implicated product is a plastic port with attachable 8.0 fr. Catheter in a peel-apart percutaneous introducer system. Product received for eval is a plastic port with a segment of single lumen tubing attached. Attached catheter outer diameter has a single 3-dot depth marker printed 1.0 inch from tubing's open distal tip. An indeterminate number of needle puncture sites are in port septum and blood residue is trapped between cath-lock and catheter. A loose tubing segment is also received and measures 5.2 inches long. Two individual depth markers are printed on loose outer diameter with 2-dot marker 1.1 inches from proximal end. A significant amount of dried blood intermittently fills inner diameter. A lot history reveals no related mfg issues and one similar complaint for this lot. Add'l complaint was inconclusive due to condition on complaint sample. Tactual exam of both tubing segments reveals a tensile elongation in proximal segment beginning at distal tip of strain relief. This indicates tubing had been stretched beyond its tensile limits. Tactual exam of distal segment is positive only for dried blood. Under 11 x magnification proximal end of distal segment is mated with distal tip of procimal segment. A close match is found establishing two segments as parts of a single catheter. Mated edges of both segments are broken and uneven with rough, refelctive faces and moderately elliptical orifices. Outer diameter of distal segment's proximal end contains superficial scratches positioned perpendicular to tubing's axis. Outer diameter of distal tip of proximal segment contains a dull abrasion at tubing's edge. All of this damage is consistent with blunt trauma caused by catheter being pinched between two hard surfaces as is seen in clavicle and first rib compression fractures. Using a microscopic micrometer, cross-sectional axes of both broken ends are measured. Longest axis on proximal segment is 0.114 inches, shortest axis is 0.081 inches. Longest axis of distal segment is 0.104 inches, shortest axis is 0.086 inches. Average diameter for 8.0fr. Tubing as established by MFR is 0.099 inches. Complaint of subcutaneous catheter breakage and embolism is confirmed. It should be recorded as user-related. Damage found on this complaint is consitent with blunt trauma associated with clavicle/first rib compression fracture. This is a complication associated with medial placement of catheter in subclaian vein. Clavicle bone compresses catheter tubing with a scissoring action against another hard, rough surface, first rib, until tubing fails. Severed end of tubing is then free to travel with blood flow toward heart. This is a risk against which bard warns user in its instructions for use.